Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for permanent sterilization. Approximately one to three months after the implant, she began suffering from pain, fatigue, irregular and/or prolonged menstruation, severe menstruation pain, heavy, abnormal menstruation, pain during intercourse, severe abdominal pain, severe back pain, cramping, bloating, headaches and/or migraines and hormonal changes. However, at the time, neither consumer nor her physicians associated her symptoms with the essure. On (B)(6) 2011 she underwent a total hysterectomy with left oophorectomy and right salpingectomy. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and 1 to 3 months after placement, she began suffering from abdominal pain among other non-serious events. Nine months after essure insertion, she underwent a total hysterectomy and left oophorectomy and right salpingectomy. Abdominal pain is anticipated in the reference safety information for essure. Considering that essure may cause abdominal pain due to inserts localization, and that there is no alternative explanation in this case, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident due to surgical intervention (essure removal was required - implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not you undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: medroxyprogesterone and clindamycin. Concomitant products included etodolac since 2010, fluconazole since 2011 and ibuprofen since 2010. In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), menorrhagia ("heavy abnormal menstruation / prolonged menstruation/abnormal bleeding menorrhagia"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), headache ("headache"), migraine ("migraines") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain /pelvic"), fatigue ("fatigue"), menstruation irregular ("irregular menstruation"), back pain ("severe back pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes"), abdominal pain lower ("cramping"), ovarian adhesion ("left ovary adhered to left uterine wall") and complication of device removal ("complication of device removal "). The patient was treated with surgery (total hysterectomy with left oophorectomy and right salpingectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, dysmenorrhoea, pelvic pain, fatigue, menstruation irregular, menorrhagia, dyspareunia, back pain, abdominal distension, headache, migraine, hormone level abnormal, abdominal pain lower, vaginal haemorrhage, ovarian adhesion and complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, ovarian adhesion, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received and the following events were provided: abnormal vaginal bleeding and she did not you undergo an essure confirmation test ,left ovary adhered to left uterine wall ,complication from device removal. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not you undergo an essure confirmation test". The patient's past medical history included arthritis, smoker (3/day), ectopic pregnancy (no fallopian tube on left), asthma, anemia and sickle cell trait. Previously administered products included for an unreported indication: medroxyprogesterone and clindamycin. Concurrent conditions included adenomyosis. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2009 to (B)(6) 2010 for birth control as well as azithromycin since 2011, doxycycline since 2012, etodolac since 2010, fluconazole since 2011, hydrocodone from 2011 to 2012, ibuprofen since 2010, medroxyprogesterone from 2009 to 2010, metronidazole since 2012, omeprazole from 2011 to 2012, salbutamol (albuterol) from 2011 to 2014, salbutamol (ventolin) from 2011 to 2012, tinidazole (tindamax) since 2011, tizanidine since 2012 and tramadol from 2011 to 2014. On (B)(6)2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), menorrhagia ("heavy abnormal menstruation / prolonged menstruation/abnormal bleeding menorrhagia"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), headache ("headache"), migraine ("migraines") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain /pelvic"), fatigue ("fatigue"), menstruation irregular ("irregular menstruation"), back pain ("severe back pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes"), abdominal pain lower ("cramping"), ovarian adhesion ("left ovary adhered to left uterine wall") and complication of device removal ("complication of device removal "). The patient was treated with surgery (total laparoscopic hysterectomy, right salpingectomy, left oophorectomy). Essure was removed on (B)(6)2011. At the time of the report, the abdominal pain, pelvic pain, fatigue, menorrhagia, dyspareunia, back pain, abdominal pain lower and vaginal haemorrhage had resolved and the dysmenorrhoea, menstruation irregular, abdominal distension, headache, migraine, hormone level abnormal, ovarian adhesion and complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, ovarian adhesion, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: we were then able to visualize at least 3 coils sitting outside of the ostium easily visualized in the uterine cavity. Diagnostic results: (B)(6) 2011, surgical pathological report: final diagnosis: a. Endometrium, biopsy: performed blood with scant disaggregated proliferative phase endometrium showing stromal breakdown. Atypia or malignancy not identified. Gross description: a. Labeled with the patient's name and endometrial biopsy and received is a 3.4 x 1.3 x 0.2 cm aggregate of tissue. Filtered, and all blocked. A. Uterus, resection mild chronic cervicitis and focally prominent nabothian cysts. Inactive endometrium. Myometrium with foci of adenomyosis. Serosal fibrous adhesions. Negative for malignancy. Adnexa : corpus luteum-bearing ovary and unremarkable fallopian tubes. Negative for malignancy gross description: a. Labeled with the patient's name and designated uterus, cervix, right fallopian tube, left ovary. Received in formalin is a 199 gram uterus with attached cervix, left ovary and right fimbriated fallopian tube. The uterus and cervix is 10.0 cm cervix to fundus, 6.5 cm cornu to cornu and 5.0 cm anterior to posterior. The serosa is pink-tan, smooth and glistening. The ectocervix is 4.0 x 3.8 cm, pink-tan smooth and glistening. The os is 1.4 cm, transverse, patent with a small to moderate amount of bloody mucoid material. The squamous columnar junction looks normal. The endometrium is 0.1 cm thick, and tan. On cut section it appears somewhat fibrotic but does not grossly resemble a previous ablation. The myometrium is pink-tan and up to 2.4 cm thick. Sectioning shows no evidence of adenomyosis or leiomyomata. The right fimbriated fallopian tube is 5.5 cm in length varies from 0.7 cm proximally up to 1.0 cm in diameter distally. A pedunculated paratubal cyst up to 0.4 cm is present distally. Sectioning demonstrates a slightly dilated lumen distally but an otherwise unremarkable fallopian tube. The left ovary is 3.3 x 2.2 x 1.2 cm. Sectioning demonstrates small peripheral fluid filled cysts up to 0.5 cm. A hemorrhagic corpus luteum up to 1.2 cm and in an otherwise unremarkable stroma. The para-ovarian cyst up to 0.8 x 0.6 cm is also present. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Event abnormal bleeding, cramping, painful intercourse, fatigue, pain outcome were added. Concomitant drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information received on 17-nov-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and 1 to 3 months after placement, she began suffering from abdominal pain among other non-serious events. Nine months after essure insertion, she underwent a total hysterectomy and left oophorectomy and right salpingectomy. Abdominal pain is anticipated in the reference safety information for essure. Considering that essure may cause abdominal pain due to inserts localization, and that there is no alternative explanation in this case, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident due to surgical intervention (essure removal was required - implied). A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.